Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 25 mg/ml; 20.035 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2017. It was reported the patient experienced a return of pain. The catheter access port was checked, with ¿good flow¿. The pump was scheduled to be replaced on (B)(6) 2018. It was unknown if the issue was resolved. Patient status at time of this report was alive - no injury. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. Other medications the patient was taking at time of the event were not available. The patient¿s weight at the time of the event was (B)(6). Medical history was asked but unknown. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via the representative reported the cause of the pump making noise/not working properly was unknown. The pump would be returned when available from pathology.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2018 from the hcp and the consumer (patient) via the representative reported the patient presented for the scheduled pump replacement on (B)(6) 2018. In pre-op, the patient told the representative he had pain return/underdose symptoms and overdose symptoms (both just described as he felt terrible) in (B)(6) 2017 and (B)(6) 2018. The patient said the pump motor was making noises, and he had recorded it and sent it to the manufacturer. The representative reported the explanted pump was sent to pathology per account protocol and would be returned once it was available. The patient stated there was a device issue in that the motor was making a noise/not working properly. The representative stated more time was needed to determine if the symptoms had resolved as the procedure was on (B)(6) 2018. The new pump¿s drug contained morphine [25 mg/ml] at a dose of 20 mg/day.